Manufacturer narrative:
The device return is anticipated; however, at the time of this report, the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A facility reported that during an endotracheal intubation, using a glidescope titanium lopro t3 reusable laryngoscope, the image was so poor and fuzzy/blurry that the user needed to come back out of the patient's mouth to apply alcohol to the lens in order to improve the image. It was reported that it was not an emergency situation and the patient was stable. No delay in procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t3 reusable laryngoscope returned to verathon for evaluation, therefore the cause could not be determined. Follow-up information from the facility indicated they sterilize their lopro t3 between uses via asp hydrogen peroxide gas plasma. Verathon followed up to confirm how many reprocessing cycles the device has undergone as well as confirmation if the device was inspected for damage. To date, no response has been received. The glidescope and gliderite products reprocessing manual indicates not to exceed 300 sterilization cycles under the conditions used at the facility. Furthermore, the glidescope video larygnoscopes operations & maintenance manual states, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged.". Review of complaint history for the reported serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope titanium lopro reusable laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.